Event description:
It was reported the anchor-l screw inserted too far (through cage). Screws and cage had to be removed, new cage and screws inserted. - confirmed by x-ray

Manufacturer narrative:
Method: device not returned; results: the anchor l surgical technique indicates that the all-in-one-guide (aiog) should be used during screw hole prep and insertion to guide the screw and prevent the screw from being inserted too deeply. The sales rep reported that the guide was not used during screw insertion. The likely cause of the reported event is a misuse - the user did not use the aiog which led to damage of the anchor l cage during screw insertion. Conclusion: the anchor l lumbar stand alone- cage 14 x 22 x 30 mm x 12 deg was confirmed to be deformed during screw insertion by sales rep report. The associated device was not returned. The reported harm was a 30 minute surgical delay required to remove/replace the damaged cage. The lot # is not known so a review of the manufacturing records could not be performed.

Event description:
It was reported the anchor-l screw inserted too far (through cage). Screws and cage had to be removed, new cage and screws inserted. - confirmed by x-ray.